Manufacturer narrative:
This report is related to 113853. This report has been submitted by the importer under this MDR report number 2429304-2025-00043. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000454. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during endobronchial ultrasound (ebus), bronchoscopy procedure, a balloon was positioned on the end of the scope. At the end of the procedure, the balloon was not on scope, so the patient was extubated. Patient re-sedated and laryngeal mask airway (lma) was used, and entire lung field was re-examined. No balloon was able to be retrieved. Follow-up has been conducted and pending additional information.